Event description:
It has been reported to the co that during a ptca procedure, the occlusion balloon moved and lost occlusion. The physician inserted the occlusion balloon wire into the saphenous vein graft and inflated the balloon to 6mm to occlude the vessel. The stent delivery catheter was inserted and the stent was placed. The physician attempted to remove the stent delivery catheter, pulling on the wire when the balloon moved and deflated. The physician then inserted the aspiration catheter but was unable to aspirate any particulate. The device was removed from the pt, who is reported to be fine.